Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination at the suction channel. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled, and the customer¿s allegation could not be confirmed. The obtained results are in conformance with the requirements. The device was returned to olympus for inspection. Upon evaluation it was observed that the angle knob rotation and angulation did not meet the standard. Wear was observed on the bending section cover of the angle wire in the up direction, which did not meet the standard value. Lastly, the suction volume in the channel and suction tube did not meet standard due to clogging. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.